Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Upon the ccc specialist's recommendation, the customer cleaned the reagent 2 probe and bleached the reagent 1, reagent 2 and clot check drains. The customer performed a patient comparison study, which was acceptable. The customer reviewed the sample ultrasonics and discovered that the sample ultrasonics cable was not centered and was pulled out of its retaining clip. The customer adjusted the cable and put it back in the clip. The cause of the discordant, falsely low sodium results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The sample also showed a negative anion gap. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting higher both times. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.